Event description:
During a premature ventricular contraction's procedure, the sheath hemostasis valve is damaged, and a blood leak was noted. The device was replaced and the procedure was completed with no adverse patient consequences.

Manufacturer narrative:
One 8.5f fast-cath introducer sheath was received for evaluation. No visual anomalies were noted. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.